Event description:
One pt with discrepant parathyroid hormone results, initial result 45.80 pg/ml. Same sample repeated three times gave 28.41, 29.87 and 34.37pg/ml. Initial result was reported, the pt was not adversely affected.the field service rep was unable to determine the cause for the discrepancy. Performance tests performed which were within spec.